Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 17.1-17.2cm from the connector pin, consistent with lead friction to the device can. The etefe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.